Manufacturer narrative:
The follow-up was created to document the corrected patient age, additional information and conclusion of the investigation. A titan one touch release pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separation within abrasions in the longer length of pump exhaust tubing. Tubing revealed this to not be a site of leakage. Abrasion was noted on both exhaust tubes and inlet tube of the pump. Microscopic examination of all pump tubing detachment ends noted uniform striations. No functional abnormalities were noted with the pump or either cylinder. The information received indicated there was a leak due to a tubing tear. No functional abnormalities were noted with the returned components during testing. Therefore, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump was replaced due to a malfunction, pump tubing leak / tear.